Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient went to the hospital on (B)(6) 2020 where her blood glucose value was 490 mg/dl. She was hospitalized for 30 hours and treated with insulin.